Manufacturer narrative:
Herrera-perez m., gutierrez-morales m.j., guerra-ferraz a., pais-brito j.l., boluda-mengod j., gerardo g.l. (2017). Locking versus non-locking one-third tubular plates for treating osteoporotic distal fibula fractures: a comparative study. Injury int. J. Care injured, 4856. P. 560-561. (B)(6). This report is for unknown quantity of unknown lag screws. Part and lot numbers are unknown. Without the specific part and lot number, the UDI is not available. Complainant device is not expected to be returned for manufacturer review/investigation. The (510k): unknown, as specific part and lot numbers for lag screw is not provided. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article herrera-perez m., gutierrez-morales m.j., guerra-ferraz a., pais-brito j.l., boluda-mengod j., gerardo g.l. (2017). Locking versus non-locking one-third tubular plates for treating osteoporotic distal fibula fractures: a comparative study. Injury int. J. Care injured, 4856. P. 560-561. (B)(6). The purpose of this study was to compare the results for locking versus unlocking screws implanted on the same type of plate system in osteoporotic patients over 64 with a distal fibula fracture, in terms of: (1) global function, (2) radiological time achieve bone union, and (3) complications and need for revision. These 20 patients were included in group b and made up of 17 females and 3 males ranging between the ages of 67 and 68 (mean age 73). Each member of group b was diagnosed with osteoporosis and had an isolated distal fibula fracture, classed as a weber b or c fracture (15b, 2c) with at least 2 mm displacement after a low-energy trauma. As treatment each member of the group was treated with orif using a titanium, locking, one-third, tubular plate with locking screws (synthes). Two patients out of the 20 were treated with a minimally invasive technique due to the very poor condition of the soft tissue. These two patients were still implanted with a titanium, locking, one-third, tubular plate with locking screws (synthes). The quantity of locking screws each patient was implanted with is unknown. There were not many complications in group b; but, 2 patients did experience wound breakdown following the procedure. In addition to this, 7 patients required an additional lag screw to be implanted during the initial surgery. This report is for unknown quantity of unknown lag screws. (B)(4).